Manufacturer narrative:
Additional data was provided for the same 14 samples which were initially reported. Of the data provided, five had discrepant results for ise indirect k for gen.2. Refer to the attachment for the updated data. No units of measure were provided for the k results. It was asked, but it is not known if any incorrect k results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The na electrode lot number was n62 and the k electrode lot number was x41. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Incorrect k results were reported outside of the laboratory to the patients.

Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that between 8:30 and 16:00 on (B)(6) 2019, about 250 patient samples were tested with ise indirect na for gen.2 on the cobas 8000 ise module. Of these samples, 14 had discrepant results. Sometime during the day, an ise noise alarm was generated by the analyzer. No units of measure were provided for na. No adverse events were alleged to have occurred with the patients.